Event description:
When using the device, rather than placing staples along the outer edges of bowel, for the purstring suture to work, device shot staples through the bowel closing the lumen. The surgeon repaired closure during same procedure and proceeded with purstring by hand.